Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# cb40654. All devices met material, assembly and performance specifications at the time of product released. Sterilization record review: the sterilization record results were reviewed. The tubing pack lot# cb40654 had no deviations during process that could affect the sterility assurance. Historical data analysis: a search of complaints related to lot no. Cb40654 was conducted. The search revealed there is no additional complaint types for holes/tears in the package or any other types of complaints for the tubing pack model opo51, lot no. Cb40654. This is the first occurrence of the total of 756 units released. Complaint trending: a review of the monthly complaint trends was reviewed for the last 12 months and there have been no further occurrences of the related issues. These types of complaints will be monitored tear/hole in package. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. The device labeling does contain instructions to not use the device if the package is damaged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The tubing pack was returned. A visual evaluation was performed. The visual assessment observed holes on the tyvek lid. The hole like tear was observed on the tyvek lid. Preliminary investigations: although, there is no indication that the reported problem is related to the manufacturing process, preliminary investigations have the determined the packaging is compromised. At this time, there is an investigation in process. If required, corrective actions will be determine/implemented once the investigations are completed. Upon completion of the investigation, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a preventative maintenance of a sovereign phacoemulsification console for the johnson & johnson (j&j) santa ana lab, the field service engineer discovered a puncture hole on the tyvek lid of the opo51 tubing pack. A visual inspection confirmed the hole on the tyvek lid.